Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. This occurred less than two weeks post implant. The device sensing vector was then reprogrammed. Recently, the system stored an untreated episode due to oversensing of noise. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.